Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: d224drg ICD, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing heart block, arrhythmia, and a seizure. The right ventricular (rv) lead had high impedance, intermittent non-capture, noise and a fracture. The pace/sense portion of the rv lead was capped and the high voltage portion remains in use. An existing pace/sense rv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a patient alert triggered due to high superior vena cava (svc) coil impedance. A fracture was suspected. The svc coil was programmed off.